Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Evaluation noted an irregular balloon burst. There were pieces of the sac missing approximately (0.5cm x 0.6cm) and the missing pieces were returned for evaluation. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex" the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was found to be burst after completion of the operation. There was a possibility that a piece of the balloon was left in the bladder, but the bladder was too unstable due to hematuria. The cystoscopy was scheduled after the bladder became stable and the bleeding stopped. Per additional information per ibc via email 01nov2019; the cystoscopy was performed on (B)(6) 2019, a fragment of the catheter balloon was removed and discarded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was found to be burst after completion of the operation. There was a possibility that a piece of the balloon was left in the bladder, but the bladder was too unstable due to hematuria. The cystoscopy was scheduled after the bladder became stable and the bleeding stopped. Per additional information per ibc via email (B)(6) 2019; the cystoscopy was performed on (B)(6) 2019, a fragment of the catheter balloon was removed and discarded.